Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to pain. It was noted that a speedplate had worked itself out medially. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, it is possible the initial placement and/or post-operative activity of the patient led to loosening of the hardware. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2025-00140.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware was removed and replaced during a revision surgery on (B)(6) 2025 due to pain. It was noted that a speedplate had worked itself out medially. No other patient outcomes were reported as a result of this event.